Manufacturer narrative:
The fsr replaced the yellow level sensor. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2022 the alert probe status was frequently changing between coupled, uncoupled, and sometimes disconnected. Sometimes these changes would occur in the same second. The log confirmed the complaint.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow level sensor failed release testing. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician observed the tip of the level sensor to be damaged. He set up the level sensor with lab use only (luo) testing equipment and found that with air in front of the sensor on the thin walled side of the testing reservoir, the level sensor did not alarm. The sensor did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.